Event description:
It was reported that after a laparoscopic cholecystectomy procedure, the patient had a post-op leak of the cystic duct. The surgeon told the rep that he ¿went back in to fix the leak.¿ the surgeon said the clips that had been applied to the cystic duct ¿did not look right.¿ it is unknown how the leak was repaired and no further information available regarding the issue at this time. The surgeon will be available next week and rep said she will be following up for more information regarding issue at that time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Additional information: multiple attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please describe the shape of the clip for ¿did not look right¿. Were there any issues experienced with the device during the initial procedure? If so, please explain. Was the device fired over an existing clip? Did the procedure drive the need to apply torque or twist the device? Was the device used for a cholangiogram? Was the surgeon able to visualize proper occlusion of the clips prior to closing the patient? How many clips were fired on the patient side and specimen side? How many hours or days post op did the patient present with the leak? What additional treatment was performed to address the leak? Was this an emergency or planned cholecystectomy? Was this a typical case? Did the patient have any pre-existing conditions? Did the patient¿s anatomy present with any challenges for the case? What is the patient¿s current status? Is the patient expected to have a full recovery? How long has this surgeon been using this device? Are there any x-rays, videos, or pictures available for ethicon review?